Manufacturer narrative:
Analysis found pump motor gear train anomaly, foreign material causing motor stall. Destructive analysis was performed and a small piece of foreign material possibly being plastic was found in the interface between gear wheel three and pumphead gear seizing the gear train and causing a stall. No other significant anomaly was found.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving lioresal 2,000 mcg/ml at 673 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that the patient presented to the emergency room (ER) with withdrawal symptoms. The patient experienced increased spasticity and altered mental status on (B)(6) 2016. Logs revealed a motor stall occurred on (B)(6) 2016 at 18:04, followed by a stopped pump period may exceed tube set message on (B)(6) 2016 at 18:04. There were no known contributing factors. The pump was explanted and replaced on (B)(6) 2016. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
Evaluation conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.